Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; however, based on the information gathered during baxter?s investigation, the cause of the se 2240 is due to air being sucked into the disposable after the patient initiated therapy without being connected. The patient connected and then received the error. The lot number is unknown therefore a batch review was not performed. The homechoice apd systems patient at home guide instructs the patients on the proper sequence of steps to perform prior to pressing "go" to start therapy. The labeling review found the labeling adequate for the use error(s) in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 during the initial drain. The technical service representative (tsr) explained that a large amount of air had entered into the disposable set and had the hp cycle power twice to clear the error. The hp stated that she started the initial drain before connecting then connected herself and that was when the alarm sounded. The tsr explained that the hp would need to start over with new supplies and advised the hp to call the nurse in the next 24 hours and let her know what happened. Product surveillance contacted the nurse on (B)(6) 2010. The nurse stated the following: she was not aware of the event, but had seen the patient and everything was doing fine with therapy. The patient was aware of the proper connection procedures and had been trained. No patient injury or medical intervention was reported.